Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that about six days after the implant procedure, the patient experienced a right common iliac artery aneurysm. Coil embolization was done, which resolved the issue. The device remains in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.